Event description:
It was reported that during initial implant on (B)(6) 2025 the driveline perforated the small bowel while tunneling. The patient returned to the operating room on (B)(6) 2025 for an exploratory laparotomy and a small bowel resection. The patient later underwent a pump exchange on (B)(6) 2025 due to concern of infection from fecal matter in the peritoneal cavity and around the driveline. The new pump was primed, implanted, and turned on at 3000 rpm, but no speed came onto the monitor, and the watts were 22-25 with a lot of rotor noise from the chest. The surgeon said they could hear grinding and suspected ingestion. In the attempt to stop the pump, it wouldn't stop or restart. The new pump (B)(6) was exchanged, and a new pump was primed. Inotropes were initiated. Log files were submitted for the third implanted pump (B)(6), which was implanted on (B)(6) 2025, and said to have been operating as expected. The event log file captured alarms associated with the recent implant on (B)(6) 2025. Following the initial alarms the log file contained low flow estimated as well as sustained low flow hazard events. These flow readings do not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The patient was reported to be in stable condition. The patient later passed away on (B)(6) 2026 due to chronic blood loss due to ongoing gastrointestinal bleed, acute kidney injury, and heart failure. The death was not device or therapy related and the device was within normal parameters at the time of the event. The controller was returned after pump exchange on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned system controller, serial number (B)(6), was returned for evaluation following the patient¿s first pump exchange which was performed due to fecal matter being in the peritoneal cavity and around the driveline. The returned controller was functionally tested and operated a mock loop as intended throughout all testing. Log files extracted from this controller showed the controller being in use alongside the patient¿s first pump from (B)(6) 2025 ¿ (B)(6) 2025 prior to the exchange, and the controller was not reconnected to any other pumps after being taken out of use on the (B)(6) 2025, consistent with the pump being exchanged on this date. Questions regarding the event were asked, and no further information was able to be provided at this time. The root cause of the reported event was not correlated to an issue with the system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Incidental finding: comm fault alarm reproduced during functional testing, unable to be further reproduced throughout more testing. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including comm fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.